Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193, implantable pacing lead, (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported an atrial lead warning occurred due to low impedance measurement. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.